Event description:
Hospital advised that the pump alarmed and displayed error code. At the time of the event the only channel operating was channel a, which stopped infusing. There was no patient consequence. No further information was available.